Event description:
Baxter netherlands reports that a patient experienced a spontaneous disconnection of the transfer set from the catheter adapter. The transfer set was in use for 3 days. The patient has been using peritoneal dialysis since 2004. There was no patient injury or medical intervention indicated by the international affiliate.

Manufacturer narrative:
Evaluation summary: samples were not available for evaluation, therefore, the lab was not able to confirm the reported event. There are no furhter measures taken relative to this matter. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.